Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3, h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump exhibited a battery communication error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed cracking on the bottom case and a missing battery door. Functional testing duplicated the reported issue. "Battery communication error" was found at startup. The investigation determined that the interconnect printed circuit board not working as intended due to abnormal wear was the cause of the reported issue. The printed circuit board was replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.